Event description:
Patient presented with infection symptoms. Bushings, bumper, axle, sleeve, rotating hinge, femur and 16mm ms poly replaced. Left knee. Failed left total knee arthroplasty hinged knee replacement secondary to tibial component loosening and patellar component loosening. Additional documentation attached in record stated that there was no evidence of infection and that the tibial component and patella component was loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The following devices were also listed in this report: mrhk femoral bushing; cat# 6481-2-110; lot# ldz790; mrhk tibial sleeve; cat# 6481-2-140; lot# ldz161; mrh axle; cat# 6481-2-120; lot# ctd5540; mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 070260; kmax stem extnr(s,m,l,xl)155mm; cat# 6476-8-270; lot# ctd4174; gmrs dist fem comp std l 65mm; cat# 6495-2-030; lot# ekpah; mrhk bumper insert - neutral; cat# 6481-2-130; lot# lea258; mrhk tib ins 16mm md/lg m2/l2; cat# 6481-3-316; lot# ldt181. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient presented with infection symptoms. Bushings, bumper, axle, sleeve, rotating hinge, femur and 16mm ms poly replaced. Left knee.

Manufacturer narrative:
An event regarding alleged infection involving a mrh baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspections were not performed as product was not returned. Medical records received and evaluation: a review by a clinical consultant concluded: in this case no correlation between any specific device property and infection can be established. Patient had multiple risk factors present in the form of a third revision, poor bone quality plus required bone grafting but mainly bad luck to sustain an infectious complication of the knee arthroplasty. Early intervention was adequate for the moment although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of multiple patient-related and procedure-related factors. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact root cause of this patient's fourth revision due to infection could not be determined due to insufficient provision of information. Further information such as: return of reported devices, pre- and post-operative x-rays, fourth revision operative report as well as patient history, follow-up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient presented with infection symptoms. Bushings, bumper, axle, sleeve, rotating hinge, femur and 16mm ms poly replaced. Left knee.